Manufacturer narrative:
On 05-jun-2016, a tss conducted troubleshooting with the customer over-the-phone to address the reported event. The tss learned that the customer had a history of higher than the mean quality control and an increase in the number of missing peaks. The customer indicated that they inconsistently perform the monthly check, and change columns after exceding the recommended number of injections per column. The tss arranged a periodic maintenance check, instructed the customer to change column, filter and recalibrate with a new lot and assess bias. Customer declined because they decided to change the tosoh instrument for one of a different manufacturer. The most probable cause of the reported event is unknown as the customer did not report results. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported a failed cap survey with their g7 analyzer. The customer reported discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.